Manufacturer narrative:
Dealer name: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) and connection to the iab pump (iabp) there was a "leak in iab circuit" alarm generated. The iab was repeatedly examined however the machine fault persisted. The physician removed the iab and inserted a new one and the iabp functioned without issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the inner lumen within the membrane approximately 22.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 6.9cm from the rear seal measuring 0.05cm in length. The evaluation confirms the reported alarm, leak in iab circuit problem. The penetration found on the membrane appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported alarm, leak in iab circuit. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) and connection to the iab pump (iabp) there was a "leak in iab circuit" alarm generated. The iab was repeatedly examined however the machine fault persisted. The physician removed the iab and inserted a new one and the iabp functioned without issue. There was no reported injury to the patient.